Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Method: the device was received and an evaluation was performed to investigate the reported event. The service history review revealed no previous service events that would cause or contribute to the reported problem. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. The reported problem was verified during the event history log review. A visual inspection, full functional testing, electrical safety testing , calibration and simulated therapy was performed with no issues noted that could have caused or contributed to the reported issue. The cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative provided information about possible reasons for the alarm. The patient¿s solutions in therapy program were recently changed. There was no patient injury or medical intervention associated with this event. No additional information is available.